Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11502. It was reported the pt was not receiving stimulation, and the amplitude of the system was auto-reducing. During the procedure to replace the lead, it was determined the lead had invalid impedances. The physician opted to replace the ipg as well. It was reported the explanted devices were discarded.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.